Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead fracture. It was further reported there was high and undefined impedance on the ra lead. It was noted the capture threshold on the ra lead had doubled. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.